Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. Computed tomography (CT) and magnetic resonance imaging (MRI) showed that the hydrogel was entirely in the anterior of the rectal wall and close to the lumen. It was suggested to scope and if there is no ulceration after four weeks proceed with the radiation treatment, however at the time of this report is unknown the patient's physician decision. The patient was planned to receive stereotactic body radiation treatment (sbrt). The patient was reported asymptomatic. Additional information received on december 01, 2023 it was further reported that this patient had a spaceoar vue placed in (B)(6) 2023. The imaging was reviewed, and most of the hydrogel was found in the rectal wall. It was suggested to wait a month and scope the patient, the procedure was done one month later, by the colorectal surgeon at cooper. No ulceration or ischemia were recognized. It was recommended hypofractionation, however the patient wanted stereotactic body radiation treatment (sbrt), since he started 10 months ago with hormones. The patient will receive stereotactic body radiation treatment (sbrt). .

Manufacturer narrative:
Additional information block b3 and b3 have been update with the additional information received on december 01, 2023. Block b3: the exact date of the event is unknown. The provided event date, september 01, 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, september 26, 2023. (The new information stated the device was placed on october 04, 2023; however, the case was report in september, but the company representers stated that this additional information belongs to this case, therefore the real procedure date remains unknown). Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. Computed tomography (CT) and magnetic resonance imaging (MRI) was performed and showed that the hydrogel was entirely in the anterior of the rectal wall and close to the rectal lumen. The patient was planned to receive stereotactic body radiation treatment (sbrt). The patient was reported asymptomatic.